Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 214 mg/dl and 132 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Since no product was returned, extended investigation for the reported complaint was completed and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and freestyle strips were completed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Dhrs for the freestyle lite meter and freestyle strips, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. A tripped trend review was completed for freestyle strips, and showed no trips for read-8, freestyle lite meters and freestyle strips. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 214 mg/dl and 132 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.